Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, lead fracture and noise was observed on the right ventricular lead. The lead was explanted and replaced successfully. The patient was discharged.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead fracture as well as loss of right ventricular capture was caused by the pacemaker suture being tied around the lead.